Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented through remote transmission. Noise and pacing inhibition was noted on the right ventricular lead. The physician is planning to replace the lead. The patient is in a stable condition.